Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see drops at the end of the tubing during the fill tubing sequence. The customer's blood glucose (bg) was 232 mg/dl. Reportedly, the customer did not remove the air from the cartridge prior to filling the cartridge with insulin. The customer successfully completed a supply change while speaking with tandem technical support and was able to see drops at the end of the tubing during the fill tubing sequence.